Event description:
It was reported the pt experienced overstimulation as soon as she turned on the trial stimulator. It was also reported he is unable to decrease stimulation with the minus button and must turn off the system to stop the sensation. The pt has attempted other programs and stated this occurred on each. Allegedly, the pt's issue is resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.